Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via review of the submitted log files. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The log files captured an atypical power cable disconnect alarm on (B)(6) 2026 due to the relative state of charge (rsoc) voltage fluctuating below the alarm threshold on the white power cable while connected to mobile power unit power. There were no other notable alarms captured in the log file. Pump operation was not affected by the atypical alarm. A root cause for the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. An are currently available. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿, explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review. The event log contained a few odd low voltage advisories when the patient was utilizing battery power. The event resolved when the clips was cleaned. Incidental findings on the battery clip investigation revealed an atypical power cable disconnect alarm on (B)(6) 2026 while connect to mobile power unit (mpu) power due to the relative state of charge (rsoc) voltage fluctuating below the alarm threshold on the white power cable.